Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this pacemaker was part of a system revision due to infection and sepsis. Reportedly, the patient experienced symptoms of dizziness, productive cough, fever and labile blood pressures upon presenting to the hospital. The patient also had (B)(6) and an inflammation of the lungs. The patient was treated with intravenous antibiotics. Moreover, the device was reused for temporary system and was eventually explanted. The patient was then shift to oral antibiotic medication. There were no additional adverse patient effects reported.